Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31552917l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that after an atrial fibrillation ablation procedure with a qdot micro catheter, the patient experienced dropped blood pressure/cardiac tamponade that was treated with drainage. After the procedure, the patient's blood pressure dropped to the 30s. Cardiac tamponade was confirmed by the echocardiography. Drainage was performed immediately. The prognosis is currently unknown. No extension of hospitalization.